Manufacturer narrative:
Devices were not returned to the manufacturer. No further evaluation is possible at this time.

Event description:
The complainant stated that small fragments of the biopsy valve entered the patient during a flexible endoscopy case. No intervention was deemed necessary, and no other negative health consequence to the patient was reported.